Manufacturer narrative:
An explant was reported. Leaflets 1 and 3 had fibrous thickening. All three leaflets contained calcifications. Fibrous pannus ingrowth was present on the outflow surfaces of leaflets 1 and 2. No inflammation was present. The cause of the calcification, fibrous thickening, and pannus could not be conclusively determined; however calcification is a known event associated with tissue heart valves.

Event description:
On an unknown date, an aortic valve replacement (avr) was performed and this trifecta valve was implanted in the patient's aortic position. On (B)(6) 2019, re-do avr was performed and this valve was explanted. Additional information was requested, but unavailable.

Event description:
On an unknown date, an aortic valve replacement (avr) was performed and a trifecta valve was implanted in the patient's aortic position. On (B)(6)2019, a re-do avr was performed and this valve was explanted. Additional information has been requested.